Event description:
The rv defibrillation lead was received at boston scientific's return products department in (B)(4) 2013.

Event description:
Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2013. This chronic rv defibrillation lead was explanted and replaced without incident.

Manufacturer narrative:
To date, the explanted chronic rv defibrillation lead has not been returned to boston scientific for laboratory testing.

Manufacturer narrative:
The lead was returned severed (116mm from the terminal pin). Two segments were returned with a total length of 625mm. Visual inspection found that a portion of the lead's mid-body was not returned. Set screw marks were identified on the is-1, distal and proximal high voltage terminal pins. No discernible set screw marks were noted on the is-1 ring. There was evidence of laser extraction damage in the insulation. The clear medical adhesive is torn/separated from the gore covering at the proximal end of the proximal spring electrode and the proximal spring is extremely stretched at this point. The proximal end of the distal spring electrode and the distal end of the proximal spring electrode is separated from the lead body insulation. The r/s (negative) conductor coil was extremely stretched in the tip segment. The returned portion exhibited damage consistent with those found following the extraction. The lead insulation was slit lengthwise over the dbs cable ends (approximately 160 and 190mm from the tip to reveal the cable ends). The distal hv dbs is discontinuous and melted metal is evident on both sides of the discontinuity. Detailed analysis identified trilumen insulation abrasion noted through to the distal hv lumen 75-95 mm and 160-173mm from the tip. The abraded regions are located between the distal and proximal spring electrodes. These abrasion sites would have been located within the heart and appear smooth/spiral around the lead. The morphology of the insulation breaks are indicative of lead-on-lead contact within the heart area.

Event description:
Boston scientific received information that device system displayed noise on three lead channels, resulting in inappropriate mode switches. Additionally, cross talk was observed, which inhibited pacing. The patient experienced no symptoms, as a normal sinus rhythm was detected. Three shocks were delivered. Upon device interrogation, a fault code was detected for a shorted shocking condition. A revision procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.